Manufacturer narrative:
Mcmahon, c. J., el said, h. G., vincent, j. A., grifka, r. G., nihill, m. R., ing, f. F., ¿ mullins, c. E. (2002). Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiology in the young, 12(5), 445¿452. Https://doi.org/10.1017/s1047951102000768. As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed thrombosis within the stent. The patient was treated with aspirin for the first six months after stent implantation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis or images for review, the reported customer event could not be confirmed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken. Literary publication has been attached.

Event description:
As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed thrombosis within the stent. The patient was treated with aspirin for the first six months after stent implantation. The device will not be returned.